Manufacturer narrative:
Reported event: an event regarding revision involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection, functional, dimensional and material analysis of device could not performed as no device was returned -medical records evaluation: no medical reports were available for review -device history review: not performed as the lot number is unknown. -complaint history review: not performed as the lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Revision right total hip due to loose acetabular shell. Revised to a competitor shell. The sleeve and head were also removed but we were not able to identify reference numbers. No additional information provided by the facility.